Manufacturer narrative:
The customer service representative (cts) instructed the customer to replace dual diluent filters and verify hgb voltage. The customer called back the following day to report that there were no further leaks or voteouts; she however stated that there was a slight high bias, but within specification, on hgb qc sample runs. However, the cts advised the customer to perform a calibration and monitor the issue. There have been no further issues reported to date (B)(4) 2013. Per the instructions for use (IFU (B)(4) section 2.48), the customer should replace diluent filters when necessary. In situations when you get excessive diluent empty messages; when you replace peristaltic pump tubing or when a filter is clogged. The customer could not be reached to provide information on whether any of the scenarios listed in the IFU were occurring at the time the filters were changed. Upon recur of the failure mode identified; it is likely that erroneous results for all parameters can be generated due to interfering particles from improper filtering of diluent or improper diluent delivery. Correction by phone troubleshooting.

Event description:
The customer reported that there was a fluid leak of approximately 3-4 drops from the probe on the act 8/10. The leak was not contained. The customer also reported that the instrument was not recovering hgb results. There was no biohazard exposure to open wounds or mucous membranes